Event description:
During a follow up visit (on (B)(6) 2023), a patient with an implanted evoke spinal cord stimulator (scs) reported that they were unable to turn the stimulation on. Impedance measurement showed 2 disconnected electrodes, these electrodes were part of the stimulation program the patient was using. X-ray imaging of the evoke 12c percutaneous lead kit - 60cm showed a small kink above the anchor. The stimulation was regained by reprogramming during this visit. On (B)(6) 2023, the patient was seen for a reprogramming visit, during which additional disconnected electrodes were noted. On (B)(6) 2023, a surgery was performed to replace the implanted lead. Insertion difficulty was noted during the surgery hence, the evoke closed loop stimulator was also replaced during this surgery. The patient is receiving adequate therapy after the revision surgery.

Manufacturer narrative:
Evoke 12c percutaneous lead kit - 60cm was returned for analysis. Damage to one arm of the active anchor at the location of a suture eyelet was noted. The lead failed resistance testing due to conductor wire found to be broken at a site aligning with the location of damage to the anchor. The cause of the damage to the anchor and lead could not be conclusively identified but given the proximity of the damage to the suture eyelet, may be the result of a suture constricting the circumference of the anchor. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.